Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Select button was not working due to lcd (liquid crystal display) being electrically out of specification. Lower case, battery drawer, and one side bail cover are broken. Battery release and lead flex cover are contaminated. Keyboard is scratched.

Event description:
It was reported that the "select" button on the external pulse generator was not working. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.